Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was positioned in the laa. The blue hemostasis valve was cross threaded, there was backbleed and they were unable to close the valve. A 9 french introducer was inserted into the valve to restore hemostasis. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.